Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse found a detergent valve had malfunctioned. Fse replaced the detergent valve. This resolved the customer's issue.

Event description:
Customer reported 50 (fifty) erroneous patient results were generated on instrument au5400 clinical chemistry analyzer. Customer stated erroneous creatinine and lih (lipemia, icterus and haemolytic) results were generated. Customer did not provide any information on quality controls. There was no change to patient treatment due to the erroneous results.